Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the programmer's touchscreen assembly was broken and non-functional. It was also indicated that the power bay assembly was broken. The programmer was to be scrapped. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was in need of repair and routine maintenance. The programmer was returned for service. No patient complications have been reported as a result of this event.